Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding this report. The user facility reported that the two unidentified pancreatic stents were dislodged into the patient during the procedure, but were retrieved immediately and completely. The intended procedure was said to have been completed. The user facility reportedly was reprocessing endoscopes in a medivator dsd 201 reprocessor which was approximately 4.5 years old, and was said to have utilized us endoscopy double header combination cleaning brush for channel cleaning. The user facility reportedly was implementing measures for the complete recording of insertion of all devices, both into and out of the endoscope with documentation. There had been no report of infection or patient cross-contamination. The referenced device was returned to olympus for evaluation. There were no obstructions or evident damages noted in the instrument channel, in the channel mount, in the suction channel, or in the cylinder unit. The instrument channel at the bending section were found with minor bumps. The referenced device passed the leakage test. The referenced device was evaluated with an olympus maj-1422 disposable stent insertion kit and two different olympus 10fr stents (pbd-422-1015, and pbd-210-1005) with no restrictions noted. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a therapeutic ercp with biliary stent removal and replacement procedure, two unidentified pancreatic stents were discovered retained within the working channel of the referenced device. The number of procedures of which the referenced device was used in with the retained stents in the working channel could not be determined.